Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the first ems had trouble pushing out the last few staples in the instrument. The second ems would not fire properly (about every other staple). A new ems instrument was used to complete the case. There was no consequence to the pt.